Event description:
Patient called alleging missing segments on the meter. Patient was experiencing symptoms of feeling sweaty and fatigue at the time of testing. Patient was unable to test on their meter and tested on another meter and obtained a hi. Patient contacted a medical professional for advice and no information on whether they received any treatment. On one occassion md increased patient's insulin. There is no detailed information about that incident. Customer service tried to contact patient again to obtain more clinical information; however their phone number was no longer in service. Customer service sent patient a new meter. Based upon the information provided, this case is being reported as a malfunction.